Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) reported that they replaced the fiber optic port (0012-00-1562). The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g4 (PMA/510k) g6, h2, h11.

Event description:
It was reported during preventive maintenance that the cardiosave intra-aortic balloon pump (iabp) had a broken fo port.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.